Manufacturer narrative:
The insulin pump was received with a frozen display due to a faulty x2 component on the interface board. There was no blank display or constant tone noted during testing. They were unable to perform the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to a frozen display. The pump had a cracked case at the display window corner and a minor scratched lcd window.

Event description:
The customer reported via phone call that he was trying to give himself insulin and it kept going to no delivery on the insulin pump. Customer stated that removed the set and he tried to rewind but it will not rewind. Customer removed the battery and replaced it. Customer stated that now the screen is blank. Customer stated there was also a tone when he put in the second battery. Customer's blood glucose was 144 mg/dl at the time of the incident. Customer was advised to insert a new battery but the display did not return. Troubleshooting was performed but the display still did not return. Customer stated that the constant tone and alarm did not disappear. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.